Manufacturer narrative:
The insulin pump had no button error alarm. The device had intermittent button response due to moisture damage on the keypad traces. The insulin pump had scratches on the lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and no unexpected weak battery. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 471 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the button error alarm was performed. Customer advised the buttons were unresponsive when pressed and the device would alarm button error. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.